Manufacturer narrative:
Device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found all labels still intact. The pump was observed to be in good physical condition. A review of the pump event history log (ehl) found evidence of power lost while pump was on in the ehl history. Functional testing was performed using the battery power loss alarm check test and the pump passed testing. The root cause of the problem could be determined as the complaint could not be confirmed. As a preventive measure, the backup capacitor was replaced. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information d3, d10, g5, h3 and h6. Correction d1.

Event description:
Information was received indicating that while in use a smiths medical cadd legacy plus pump exhibited an alarm. No patient consequences were reported. No adverse effects were reported.